Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an intepro on (B)(6) 2010 to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered severe and permanent bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff has experienced inflammation of pelvic tissues, has undergone operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, injections into various areas of the pelvis, spine, and the vagina, operations to remove portions of the female genitalia and has suffered severe and debilitating injuries.

Manufacturer narrative:
It is unk what ams pelvic device was used to implant the intepro graft product. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.